Manufacturer narrative:
(B)(4). Batch # p58c7a. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: with the 1st firing with ec60a and ecr60w: was the device locked on tissue with the jaws closed? Yes. What troubleshooting steps were attempted to open the device (squeezing the closing trigger while simultaneously depressing the anvil release button, red knife reverse switch)? Followed up IFU. Was the device ever opened? No if so, how was the device opened? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, reoperation, etc.)? No if yes, please explain.

Event description:
It was reported that the jaw could not open&staples malformed after firing. During the endoscopic hepatectomy, after 1st firing with ec60a and ecr60w, could not open the jaw and the blade could not be returned. Changed ats45 and tr45w to anastomose the wound, after fired, found the staples malformed with irregular shape. The patient was bleeding, suture and homelock were used to stop bleeding and sew the wound. The surgery delayed about 2 hours. The patient is stable and in hospital now.

Manufacturer narrative:
(B)(4). Batch # p58c7a. Device evaluation: the analysis found that one ec60a device was returned with no apparent damage, with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One ecr60w cartridge reload was received fully fired. In addition, a clip was found lodged behind the knife, resulting in the firing mechanisms jamming. The clip was removed and the device was tested for functionality in the articulated position and the device fired and formed all the staples as intended. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.